Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not eat a meal in time and the blood glucose (bg) level dropped to 65 mg/dl. Food was consumed to address the low bg.